Event description:
Per report, "angio suite c arm had table motion errors, and cone beam CT could not be performed." Manufacturer response for c arm, siemens artis pheno c-arm, (per site reporter) . Siemens service was notified. We are awaiting their call to come in for service.

Event description:
Per report, "angio suite c arm had table motion errors, and cone beam CT could not be performed." Manufacturer response for c arm, siemens artis pheno c-arm, (per site reporter). Siemens service was notified. We are awaiting their call to come in for service.